Manufacturer narrative:
The field service engineer (fse) visited the customer site and instrument tests passed. The customer replaced all the electrodes and has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned ise results intermittently for patients tested on a cobas 6000 c (501) module. The customer provided ise results for 1 patient sample. The sodium (na) results are a reportable malfunction. The initial na result was 94 mmol/l. The repeat result was 140 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer didn't remember the last time the electrodes were replaced.